Event description:
Information was later received that the ventricular sensitivity was reprogrammed. Additionally, it was recommended that the patient remove all electrical equipment from around the bed. No adverse patient effects were reported.

Event description:
Information was later received that the oversensing and pacing inhibition continued. As a result, the sensitivity was programmed to the highest value to avoid any oversensing. The patient will continue to be closely monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up procedure, stored electrograms noted noise, oversensing and pacing inhibition of greater than two seconds. External noise was suspected as it was confirmed the device and lead were functioning appropriately. The episodes only occurred during the evening. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.